Manufacturer narrative:
H6: product analysis part # 8219500 lot # vs20f001 visual and optical inspection confirmed the tether was returned used. The tether does have a crimp mark where is was inserted in the connector. Root cause of issue undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of l1 osteoporotic vertebral fracture. It was reported that when translace was placed on th12 and tension was gradually applied with a tensioner, the vertebral arch fractured. The placement of te was abandoned, and the fractured vertebral arch was left as it was as a transplant mother bed, and psf was performed and the procedure was completed. 2above-2below fixation of th11-l3 was performed for l1 vertebral body fracture. Ps were used at th11, th12, l1, l2, l3. Vertebroplasty was performed with hablock at l1.there was a delay of less than 60min in overall procedure time. Magenta set screw was fixed and returned with the gray set screw removed. The stopper of the tether slot and the tip of the gray set screw were deformed, and the gray set screw thread was damaged. Damage was seen in the tether.